Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was noted that the patient stated that the device had not been working right for about a year, since she had the rechargeable implantable neurostimulator (ins) put in. It was noted that the patient did not think that she was getting the relief that she thought that she could get. It was noted that the patient stated that she was in pain at the time of report and it just didn¿t work right. It was noted that the patient stated that if she turned it up for the bottom part of her legs it didn¿t work for the top part of her legs or hips. It was noted that the patient said that she had been working with different manufacturing representatives on and off since implant. It was noted that the stimulation was in the wrong location. It was noted that the patient worked with one person and he somehow messed up the programming. It was noted that if she turned stimulation up high on the left side she felt it uncomfortably under her ribs and in her stomach. It was noted that it was ¿not as bad as it had been here lately.¿ it was noted that the patient was going in for reprogramming and got it set to a point where it helped her before she could exit the building and go home it was too strong and she needed to turn it down. It was noted that the patient said that it changed when she gets up and walks. Additional information reported the patient had inadequate paresthesia and increased leg pain. The patient was unable to get any good coverage in any pain locations. They were able to achieve some coverage in the left thigh but majority of the impulses went to their rib cage region and caused further pain. The patient had abdominal stimulation and frequent recharging. Reprogramming attempts had been unsuccessful. No impedances were out of range. X-ray showed the right lead moved one contact up from the x-ray taken at implant. Additional reprogramming was successful. The patient was using the stimulator as needed and was getting desired pain relief. At visit in (B)(6) 2014 the patient denied needing reprogramming session. The event was related to the device or therapy and unlikely related to the implant procedure.

Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 3778-60, serial# (B)(4), implanted: 2012, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).